Event description:
Customer alleged the lancet needle that is part of the soft touch lancing system used in finger-stick blood glucose testing would not retract after it was used. No actions were reported taken or treatment received. Customer reported the lancet device may have been broken at the time of allegation and had broken even more so disposed of device. Customer also reported is not sure device was an accu-chek device, may have been one sent from his supplier. No product will be returned, replacement product was sent.